Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all facts and circumstances surrounding the event, steris has determined that the event is reportable. In may 1998, the facility reported organism growth cultured from an olympus bronchoscope, as well as possible cross contamination among patients. Steris's investigation revealed that system 1 was functioning properly, but users were improperly connecting the scopes to system 1. Appropriate in-service retraining was provided, and the facility has reported no further instances of cross-contamination.